Event description:
It was reported that the latch on a new autopulse li-ion battery is broken. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.